Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a single-port laparoscopic total hysterectomy with bilateral adnexectomy procedure, while the chief surgeon was operating with a monopolar electrosurgical generator, a circuit malfunction occurred, resulting in a burn to the surgeon¿s palm. The malfunction caused the membrane protective cover and the non-medtronic cable¿s insulation to melt. The chief surgeon sustained a burn caused by the non-medtronic cable's insulation approximately 1cm x 1cm on the left palm. Immediate cooling with running water was performed, and after confirming that there was no skin breakage, the surgeon rewashed and disinfected the hands before continuing the operation. The cable and circuit were replaced, and the surgery proceeded without special impact on the patient.